Event description:
Patient burned during procedure from device malfunction, per surgeon patient sustained a thermal burn to the skin of the abdomen from the bovie cord. The patient was properly grounded.